Event description:
Adverse event(s): "postop visus was not in line with the surgeon expectation" (postoperative refraction, unexpected). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A surgeon reported that an intraocular lens was exchanged because the pt's postop visus was not in line with the surgeon expectation. The surgeon reported that the replacement lens was the same model and power. Following surgery, the pt's vision was then all right. The surgeon was unwilling to complete a follow up questionnaire.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. The optical resolution was acceptable; focal length reading is 17.09 equaling a 23.0 diopter. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related due to the condition of the returned lens. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).